Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 8. Reference MFR report# 1627487-2018-08812. Reference MFR report# 1627487-2018-08813. Reference MFR report# 1627487-2018-08814. Reference MFR report# 1627487-2018-08815. Reference MFR report# 1627487-2018-08816. Reference MFR report# 1627487-2018-08817. Reference MFR report# 1627487-2018-08758. Reference MFR report# 1627487-2018-08757. The patient was implanted with 2 systems (thoracic and peripheral). It was reported the patient failed to recharge their scs and pns systems as recommended. As a result, both ipgs became inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein both systems were explanted and replaced with new ipg and a penta lead. Postoperative appointment is pending activation of the new system.